Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 250 units of insulin. There was no impact to the customer's blood glucose level. The customer declined further troubleshooting from tandem technical support, and confirmed that a new cartridge would be loaded.